Event description:
Philips received a complaint on an intellivue mx550 patient monitor indicating that the user reported fluctuations in non-invasive blood pressure (nibp) measurements. The device was in use on a patient at the time of event, no adverse event was reported.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included efforts to reproduce the reported issue using a simulator. During testing, the fse observed a minor discrepancy in the nibp readings. Further evaluation identified a slight drift in the device¿s pressure calibration as the likely cause. The fse performed a pressure calibration using the appropriate service tool, which corrected the deviation. After recalibration, the monitor was verified to be functioning within specifications and was returned to service.